Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction characterized by a rash and blistering localized beneath the sensor pod area following abdominal insertion. The patient and her husband contacted customer support to report that the sensor had expired and was being removed in preparation for insertion of a new sensor. During removal, the patient¿s husband observed a rash resembling a blister at the insertion site. The patient disclosed a known allergy to nickel. Dexcom technical support informed the patient that the device¿s insertion needle is composed of 304 stainless steel, which contains approximately 10% medical-grade nickel, and that users may be briefly exposed during insertion. The patient reported she was otherwise doing well but intended to have the affected area evaluated prior to inserting a new sensor. No treatment or medical intervention was reported or documented. At the time of reporting, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).